Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported the patient's stimulator was "not working." Additional information received from a consumer clarified that the implantable neurostimulator (ins) not working meant the patient had not been able to charge her ins since a couple months ago, in (B)(6) 2016. It was noted the ins had turned sideways. The patient met with a manufacturer's representative (rep) at the doctor's office. The rep pushed the ins up so it would lay flat. The patient was able to charge the ins after that. Other than the ins turning sideways, the patient had not experienced any other symptoms related to not being able to charge the ins. The patient could not think of anything that could have occurred to that could have led to or cause the ins to turn sideways. Additional information received from a rep reported he had met with the patient on (B)(6) 2016 and that was the first time he was made aware of the recharging difficulty and the placement of the ins. The rep had reviewed how to recharge the ins using the antenna and how to place the antenna on the ins to get optimal coupling. The patient had been having trouble recharging. The ins sat at an angle due to the contours of the patient's body. The ins was functional and was not in discharge or overdischarge. They were able to get 8 coupling bars when they used the antenna. They were able to charge right away. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.